Manufacturer narrative:
The insulin pump was alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unable to perform occlusion test due to loose drive support disk. Motor passed motor test.

Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The insulin is squirting out of the insulin pump. The blood glucose reading is 130 mg/dl. The drive support cap is protruded. Advised customer the insulin pump will be replaced. Nothing further reported.